Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper pulled out of the tube when in the analyzer. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the tube cap is open during the sample delivery process using a pneumatic tube. Based on reports received, the procedure for using open pre filled (syringe transfer into the tube by opening the tube cap).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper pulled out of the tube when in the analyzer. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the tube cap is open during the sample delivery process using a pneumatic tube. Based on reports received, the procedure for using open pre filled (syringe transfer into the tube by opening the tube cap).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was observed, as there is evidence of blood spillage and one tube completely uncapped with no blood remaining inside. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pop off based on the provided photos. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA 1875009 has been initiated for documentation related to this issue of stopper creepout to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper pulled out of the tube when in the analyzer. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the tube cap is open during the sample delivery process using a pneumatic tube. Based on reports received, the procedure for using open pre filled (syringe transfer into the tube by opening the tube cap).